Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged recurring nasal congestion . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging recurring nasal congestion related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found dust/dirt contamination found on the air inlet, motor casing/impellers, back of lcd panel, and blower box, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath. Mineral spots consistent with water ingress were found within the blower box and on the motor casing. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed . The manufacturer found no evidence of sound abatement foam degradation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device has dust/dirt contamination found on the air inlet, motor casing/impellers, back of lcd panel, and blower box, was inconsistent with degraded sound abatement foam contamination. Mineral spots consistent with water ingress were found within the blower box and on the motor casing. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed. Pil can confirm the presence of contamination in the airpath. There was no evidence of sound abatement foam degradation. Section d8, d9 and h3, h6 updated in this report.